Manufacturer narrative:
The service rep replaced the hard drive and reinstalled version 17 software. He also reconfigured the system and confirmed the system saves and recalls images and cine runs. The system operates as intended.

Event description:
The customer reported a no boot on the 9600 emi system. No patient injury was reported.